Event description:
A coordinating administrator reported that an ultrasound biometry machine was not giving consistent results when used on a pt under topical anesthesia. The pt was sent home, and returned on another day to have the diagnostic procedure completed. It was reported that there was no pt harm.

Manufacturer narrative:
FDA eval codes; method: use of device was evaluated via phone support. Additional info from the customer by phone revealed that there was a parameter set error. The customer was trying to perform the exam with the immersion technique, but the equipment was set according to the contact technique. No svc visit was performed and no samples were returned to the MFR. (B)(4).